Event description:
Reporter alleged obtaining the results of 1.1 mmol/l, 19.0 mmol/l, 18.4 mmol/l, 16.5 mmol/l and 17.3 mmol/l back to back within 10 minutes on the compact plus system. Reporter stated that he took his 14 units of glargine insulin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).